Event description:
It was reported that prior to use there were 24 needles found with excess epoxy with a bd needle 18x1-1/2 rb ns. The following information was provided by the initial reporter: it was reported 24 needles were found with excess epoxy. Additional customer information provided. Q:is the date this was found known? A: the date found in this case is (B)(6) 2019 ¿ the issue was found in production there is no impact to patient safety with this complaint since the needles did not ship to the customer. Q:were needles found with excess epoxy from each lot number provided (if so, how many needles were found within each lot?) Or is it unknown which lot number out of the three provided had the needles with excess epoxy? A: we cannot determine which of the 3 lots indicated since the lots were comingled in our plant.

Manufacturer narrative:
H.6. Investigation summary: 24 samples were received. One photo was provided. All samples have silicone drip over the plastic hub. The drip over is about ¼¿ long x 3/32¿ wide. The photo shows the needle assemblies with the excess of silicone over the plastic hub. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Manufacturer narrative:
"Multiple lot numbers: there were multiple possible lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8361833, medical device expiration date: n/a, device manufacture date: 2018-12-27, medical device lot #: 9058664, medical device expiration date: n/a, device manufacture date: 2019-02-27, medical device lot #: 9078991, medical device expiration date: n/a, device manufacture date: 2019-03-19." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use there were 24 needles found with excess epoxy with a bd needle 18x1-1/2 rb ns. The following information was provided by the initial reporter: it was reported 24 needles were found with excess epoxy. Additional customer information provided is the date this was found known? The date found in this case is (B)(6) 2019. The issue was found in production there is no impact to patient safety with this complaint since the needles did not ship to the customer. Were needles found with excess epoxy from each lot number provided (if so, how many needles were found within each lot?) Or is it unknown which lot number out of the three provided had the needles with excess epoxy? We cannot determine which of the 3 lots indicated since the lots were comingled in our plant.